Manufacturer narrative:
Patient information not available for reporting. Date of non-union is not known. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device explant was not reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the tomofix system on (B)(6) 2017 for knee osteoarthritis. In (B)(6) 2017, clear zone was observed around the non-synthes artificial bone. A non-union was also confirmed. No further information was provided. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.